Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system does not run the software¿. Review of the system log file showed malfunctioning with geo-pc. Fse replaced the geo ipc, reinstalled the software and restarted the system. After replacement of the geo-ipc and reinstallation of software, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system did not run the software and did not turn on the equipment from the exam room in the cabinet in the machine room. The system was in clinical use at the time of the event. No harm has been reported. It was later indicated that the geo ipc did not turn on. Philips has started an investigation of the complaint.